Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted by the vascular surgeon (vs). After the iab was placed, the vs found that the tip of the balloon did not inflate under the fluoroscopy. The vs tried to adjust the iab, but the tip of the balloon still was unable to fully inflate. A "high baseline" alarm occurred. As a result, the iab was removed and a new kit was opened and used with success. X-rays are available for review. No medical/surgical intervention was required. There was no delay or interruption of therapy. There was no report of patient death, complications or injury. The patient outcome is the patient is fine. It was noted that arrow intra-aortic balloon pump (iabp) serial number (B)(4) was used.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.